Manufacturer narrative:
Per additional information received under "mw5101026. On august 23, 2021 the date of implantation updated to (B)(6) 2016 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5101026 that a female patient who underwent an unspecified breast surgery with two unknown mentor silicone breast implants has experienced unexplained systemic symptoms postoperatively, including high blood pressure/ hypertension, and symptoms of heart attack. The patient reported that she has been diagnosed with high blood pressure, had her gallbladder removed, and has been in and out of ER for symptoms of heart attack, and no cardiologist has a clue about what is going on with her. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated. This report relates to the left prosthesis.